Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, clinical territory associate (cta) contacted technical service engineer (tse) to report site observed a "mirror image" through the endoscope. The customer informed the intuitive surgical, inc. (Isi) clinical territory associate (cta) and the cta received phone assistance from the technical support engineer (tse). Cta recommended to replace the endoscope and reported issue was resolved. Tse recommended site re-test the endoscope when clinically possible. The user continued with the procedure using the backup endoscope on the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: cta reconfirmed with the surgeon. Surgeon stated that "they determined it was their staff¿s fault. The horizon was upside down when the surgeon called cta about the issue." Cta indicated that after receiving all the information from the site, it was determined the staff targets upside down, and endoscope image manually flipped after the surgeon flipped 30 up to 30 down. Cta and the customer took the same endoscope, retested and attempted to reproduce the error multiple times, but failed to do so. Cta and site practiced skills with the same endoscope over an hour and never received any issue from the scope.

Manufacturer narrative:
Based on the claim against the product by the customer noting an endoscope display issue, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope image was inverted and/or the surgeon controls appeared to be inverted and could not be resolved by reseating the endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.